Event description:
The product was used during a thoracoscopic wedge resection procedure. Reportedly, the staples did not form properly and the knife blade broke and disengaged into the pt's cavity. The surgeon was able to retrieve the component and complete the procedure. The hosp has reported no pt injury occurred.